Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for out of range pacing lead impedance was observed via merlin.net transmission. The alert was determined to be false as there were no out of range measurements. The patient was fine with no symptoms.